Event description:
Per email, the sales representative reported that the instruments are either worn or broken. Additional info received from the sales representative on 10 nov 2009: the distributor's office received notification to pick up an incompass driver 2155-1 that had been left at the hospital over a year ago. One of the prongs of the driver was broken off. Although this occurred in surgery, there is no report of death, serious injury, or intervention. There has been an adverse event associated with this malfunction in the past. There was no report of any pt harm.

Manufacturer narrative:
Device is an instrument and not implantable. Eval is pending of the product.